Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the valve is dysfunctional, no further information.

Manufacturer narrative:
Investigation: visual inspection of prosa in the first step of our investigation, a deformation of the outer casing of the prosa valve was observed through the visual inspection. Measurement of plan parallelity using a dial indictor gauge, we have measured the plan parallelity of the housing of the prosa valve. The measurement of the plan parallelity confirmed the presence of a deformation. The housing deformation measured at -0.0660mm outside the tolerance of 0 +/- 0.02mm. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can cause a deformation of the housing and lead to a compromise of the integrity of the valve. Permeability test to proof the penetrability of the valve we have carried out a penetrability test. The test is carried out at a hydrostatic pressure of approximately 30-40cmh2o in the direction of flow. The test results indicate that the prosa valve is not permeable. Adjustment test in the next step of our investigation, we have attempted to adjust the valve to all specified pressure settings. The valve is adjusted from 0 to 40cmh2o and down again in increments of 4cmh2o. Braking force and brake function test to measure the braking force, we tested the prosa valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Despite the deformation of the housing of the valve, the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test in order to better investigate allegations pf a dysfunction pf the valve we measure its opening pressure using a miethke computer controlled testing apparatus. The valve is tested by simulating a cerebrospinal fluid flow at rates between 60ml/h down to 5 ml/h and up again to 60 ml/h with the valve in the vertical position. Distilled water is used as the test-liquid. An investigation via the miethke computer controlled testing apparatus was not possible due to the negative result of our permeability testing. Based on our investigation, we can confirm the presence of occlusion as a dysfunction of the prosa valve. Despite the lack of visual deposits inside the valve, it is possible that even small amounts of non-visible deposits of blood or protein can cause a temporary blockage of the valve and lead to the observed dysfunction. Further actions no further actions are required from our point of view. _________________ visual inspection of the progav 2.0 in the first step of our investigation we have performed a visual inspection. Other than some scratches, no significant deformations or damage of the valve were detected. Permeability test to test the valve for an occlusion we have carried out a penetrability test. The test is carried out at a hydrostatic pressure of approximately 20/30cmh2o in the direction of flow. The test results show that the valve is permeable. Adjustment test in the next step of our investigation, we have attempted to adjust the valve to all specified pressure settings. The valve is adjusted from 0 to 20cmh2o and down again in increments of 5cmh2o. Braking force and brake function test to measure the braking force, we tested the progav valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The brake function is fully operational and the braking force is within the given tolerances. Computer controlled test in order to better, investigate allegations pf a dysfunction pf the valve we measure its opening pressure using a miethke computer controlled testing apparatus. The valve is tested by simulating a cerebrospinal fluid flow at rates between 60ml/h down to 5 ml/h and up again to 60 ml/h with the valve in the vertical position. Distilled water is used as the test-liquid. Based on our investigation, we are unable to substantiate the claim of a malfunction. The progav valve operates with the specified tolerances. Further actions no further actions are required from our point of view.